Event description:
Contacted olympus for sterilization parameters for scope chf-cb30l. Olympus sent the following statement "the following list is an example of olympus flexible surgical endoscopes model series that fall within the sterrad nx specified indications for use and approved lumen specifications: however, olympus recommends against the use of the sterrad nx sterilizer for sterilization of olympus flexible surgical endoscopes" bf series bronchoscopes chf-series, choledochoscopes ltf- series, plurascopes urf- series, ureterorenoscopes mss- series, needle fiberscopes af- series, angioscopes pf- series, ultrathin endoscopes.